Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient will undergo replacement procedure to take advantage of the new programming capabilities for better coverage.

Event description:
A report was received that the patient will undergo an ipg replacement procedure to increase efficiency while charging.

Event description:
A report was received that the patient will undergo an ipg replacement procedure to increase efficiency while charging.